Event description:
Caller alleged discrepant results compared with doctor's inratio meter. Results as follows: date: (B) (6) 2009. Inr: 3.1 (patient's meter) 1.7 (patient's meter with dr's strips), 1.6 (dr's meter).

Manufacturer narrative:
Investigation pending.